Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted body fluid contamination in the lead barrels. Analysis of the device memory was performed and no fault codes were recorded prior to explant. Longevity calculations confirmed the device depleted normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed..

Event description:
New information received indicates that this device was explanted for normal battery depletion and returned to boston scientific for analysis.